Manufacturer narrative:
(B)(4). Device evaluated by MFR. :returned product consisted of the nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon, tip, shaft, and hypotube were microscopically and tactile inspected. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 77.5cm from the end of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 8mm x 2.25mm nc quantum apex¿ was advanced but failed to cross the lesion. It was also noted that the shaft snapped into half about 25cm from the hub. The procedure was completed with a new balloon catheter. No patient complications were reported and the patient's status was fine.